Manufacturer narrative:
After review of the pump data, per quality engineering, the pump can become warm and that there are temperature sensors to indicate if the pump becomes too warm. The information was communicated to the customer and the customer understood.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that at times, the pump would become hot while charging. Blood glucose (bg) was 200-400 mg/dl and currently was 79 mg/dl. The customer declined to provide further bg information and declined to troubleshoot.